Event description:
Dealer advised left back cane has broken and separated from frame at bottom rail.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised left back cane has broken and separated from frame at bottom rail.

Manufacturer narrative:
(B)(4). The expanded evaluation states that the weld was broken on the side frame.